Manufacturer narrative:
The failure investigation has been completed. Based on the analysis, the alleged wake button issue was verified, but the alleged battery gauge issue could not be verified.

Event description:
It was reported that the battery gauge was fluctuating. Customer declined to troubleshoot the issue with tandem technical support, therefore no additional information could be obtained. Additionally, it was reported that the wake button was sticking. There was no reported adverse impact to the customer's blood glucose level. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.